Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that a revision procedure was performed where the right ventricular (rv) lead was explanted due to high pacing thresholds. During the extraction of the lead, the existing right atrial (ra) lead was damaged. The physician opted to replace that ra lead as well. Both leads were successfully removed and replaced with new leads. No additional adverse effects were reported. Both leads are expected to return for analysis.